Event description:
The customer reported that there was intermittently the mx40 had distorted audio or no audio at all. No adverse patient impact reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.